Event description:
It was reported that the patient experienced syncope and an episode of vf was observed. The initial shock failed to rescue due to over current detection aborting delivery. Low, out of range high voltage lead impedance was observed. The lead was explanted and replaced. The patient was stable during and post procedure.